Event description:
It was reported that a homechoice cassette leaked; further described as ¿moisture on the side of the door¿. This was observed during fill one of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.